Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient also experienced additional symptoms including fatigue, memory loss, brain fog, neurological issues, vitamin d deficiency, collagen deficiency, add, uctd, anxiety, depression, weight gain, chronic cough, tinnitus, musculoskeletal disease, alopecia, vision changes, brittle teeth, nausea, ibs, skin rashes, pulmonary effusion, diastolic dysfunction, heart palpitations, heart murmur, raynaud's syndrome, shortness of breath, chronic fatigue, bruising, body temperature intolerance, menstrual changes, dry skin eyes mouth hair, paralysis in hands/fingers, night sweats, insomnia, muscle twitching/pain, joint pain, arthritis, body odor, fibrous chest muscles, chest pain/burning, kidney pain, rib nodules, throat nodules, hand and finger nodules, hoarseness, fatigue, vertigo, migraines, brittle nails, and facial sagging. The patient reportedly underwent a biopsy related to the fibrous chest muscles.reason for device explant and/or reoperation:autoimmune disordermanufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unspecified mentor saline implants experienced bilateral pain, swollen lymphnodes, brown discharge, and bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.